Event description:
It was reported that the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2009 and suture was used. Two weeks ago, the patient experienced bleeding. Upon examination, the physician found sutures were still present and they were manually removed at the time of the exam. The patient reported that she will need an additional surgery to remove the rest of the sutures. Patient reports that since surgery she has had pain with intercourse. Additional information was requested.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the initial procedure on 01/02/2009 was a total laparoscopic hysterectomy. Interrupted figure of eight suture was placed in the vaginal cuff. The patient was seen on (B)(6) 2009 without problems. On (B)(6) 2012, the patient was seen with complaints of post-operative vaginal bleeding. The surgeon removed a knot from the vagina and suture that was visible. Culture results were negative. On (B)(6) 2012, the patient complained of dyspareunia. The patient underwent a second procedure to remove the sutures on (B)(6) 2012.